Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires on the jaw lifted during procedure. The hospital did not report any patient effects. Opened another kit to finish procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25144803, 25144728, and 25144014 the last 3 lots shipped to the account prior to the event date. There was no ncmr's recorded in the lot history.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires on the jaw lifted during procedure. The hospital did not report any patient effects. Opened another kit to finish procedure.